Manufacturer narrative:
(B)(4). The gore® excluder® contralateral leg component was returned to gore from the facility and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. The device was returned with the leading end of the delivery catheter broken at the trailing olive. Visual examination showed there was a twist in the guidewire lumen which is indicative of the device having been rotated. The deployment line was broken where it extends out of the trailing olive lumen. No damage was seen on the leading olive. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position; do not rotate the device delivery catheter while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur; do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur; do not rotate the contralateral leg endoprosthesis delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur; do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together; do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Use outside of the IFU may have contributed to this observation; specifically, rotating the device and advancing outside the sheath. The root cause for the broken deployment line not be determined with the currently available information. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6)2015, the patient was implanted with a gore excluder aaa endoprosthesis as part of an endovascular aortic repair. During the procedure, a trunk-ipsilateral component was advanced and deployed as planned. An introducer sheath was then advanced into the contralateral gate, and a contralateral leg component (pxc141200/14307404) was advanced through the sheath. According to the report, the patient's anatomy was long and slightly angulated. The sheath reportedly fell out of the contralateral gate, but the physician was able to advance the device to a satisfactory position. The physician then pulled the deployment string; however, the device reportedly did not deploy. According to the physician, no resistance was felt while pulling the deployment string. It was also reported that the deployment string appeared shorter than usual. Upon withdrawal of the device, the delivery catheter reportedly became separated. It was noted that he trailing olive was intact, but the constrained device and leading olive remained on the guidewire. The physician was able to remove the leading end of the delivery catheter using a snare technique. The procedure went forward and a new replacement device was used. The procedure was concluded without any further reported complications.